Event description:
A malfunction alarm with code malf 12 was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Initially, the customer could not reset the pump due to the lack of a charger, but later, with assistance from technical support, the pump was successfully reset, and the issue did not recur. The customer was informed to continue using the pump and advised to call back if any malfunction codes reappear.